Event description:
The user's hearing with the device has been affected. It was reported that the device was no longer working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determined an exact root device investigation of the explanted would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's hearing with the device has been affected. It was reported that the device was no longer working.